Event description:
The customer complained that the head section was fully raised, nobody in the bed, and an unintentional movement was observed. Immediately following, the customer was unable to raise or lower the head of the bed.

Manufacturer narrative:
The technician replaced the pendant which resolved the issue. The bed operated within spec. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.